Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a structural heart interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The sutures of one new prostyle device were successfully pre-placed. The sheath was upsized to a 16f sheath and the structural heart procedure was completed. When attempting to close the access site with the pre-placed prostyle suture, the suture came out of the vessel. The physician stated it must not have captured the vessel. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. In this case, the suture was likely sub optimal (subcutaneous tissue). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced are being filed under separate manufacturer report numbers.